Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty and a shaft break occurred resulting in patient complications and an additional surgery. The patient presented with stemi, ongoing chest pain and ECG changes. Coronary angiogram revealed a lesion in the left anterior descending artery (lad) and the patient was referred for percutaneous coronary intervention. Pre-dilation of the lesion was completed with a semi-compliant balloon followed by deployment of a synergy xd stent. The stent was prepped with saline instead of contrast complicating visualization of the device under fluoroscopy. After deflation of the delivery system balloon, an attempt was made to withdraw the catheter, but the balloon became entrapped in the stent. The shaft broke and caused obstruction of the distal left main coronary artery (lmca)-lad. The patient experienced severe chest pain that was unable to be managed with routine pain management treatment. Due to the ongoing uncontrolled pain and the complexity of the situation, the decision was made to proceed with intubation. While preparations for intubation were underway, multiple attempts were made to retrieve the retained wire using a snare device. These attempts were unsuccessful. The patient was transferred for urgent coronary artery bypass grafting as a result of the device fracture. The device fragments were successfully retrieved. When the patient was removed from bypass, a bleed was noted. The patient was placed back on bypass and the procedure was completed after grafting.